Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was replaced with a shorter length lens due to excessive vault and narrow angle on (B)(6)2021. This resolved the problem. Cause of the event is reported as patient related factor, "biologic variation."